Event description:
It was reported by service report that the brakes could not hold, the jack could not pump up, and the side rails could not remain latched. No pt involvement or adverse consequences were reported.